Event description:
The device was returned from the customer facility with no information included on the complaint issue. Upon device visual inspection, it was noted that the device was returned with a broken and missing knife blade (0.046 x 0.023 inches). Site contact is not able to provide additional information regarding the device or incident.

Manufacturer narrative:
(B)(4). The device was tested on simulated tissue for activation and knife function. The device functioned normally when activated but the knife would not cut smoothly. Examination under magnification confirmed damage to the leading edge of the blade. It is possible the customer hit a staple, metal pin or other hard substance that damaged the blade. The IFU for this product has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade. The IFU also recommends cleaning the jaws with a piece of wet gauze to help minimize tissue build-up between the jaws.